Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited loss of capture in bipolar pacing. The device was programmed to unipolar pacing and the lead remained implanted. No patient symptoms were reported.